Event description:
Customer's family member called to report the hosptialization but felt it was due to labor. Customer stated that pt was driving to work pulled over at a nearby restaurant and passed out. Pt could not remember much. Customer was found by spouse and called the paramedics. The device was removed immediately. When pt arrived at the hospital the baby's heart beat dropped so they had to do an emergency surgery. The customer started back on the pump a few days later. Neither the doctor nor the patient believes the pump was at fault.